Event description:
It was reported that the broken/damaged device had calibration error. There was no patient involvement.

Manufacturer narrative:
Correction: manufacturer narrative (chr and DHR) additional information: imdrf annex a,b,c,d and g grid, manufacturer narrative (shr) device evaluated by bd service. It is confirmed that the file is not reportable after investigations though it was initially stated as reportable based on the reported issues. A review of the complaint history for sn (B)(6) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 02mar2005. The review was performed from the date of manufacture to the present date 04jun2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Manufacturer narrative:
Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The actual date of event is unknown. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of (B)(6) 2005. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the broken/damaged device had calibration error. There was no patient involvement.